Event description:
Information was received regarding a cadd legacy 1 pump. It was reported the pump kept detecting "air in line". There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. No keypad/labels were removed. The device was received with a damaged housing and scratched screen. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. Fm-dp-20085-08 was used to test the back-up capacitor. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. Fm-dp-20085-08 was used to test the back-up capacitor. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. The root cause of the reported issue was found to be the air detector. Actions/repairs were done to correct the reported problem: air detector replaced.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. A product sample was received for evaluation. Visual inspection showed damaged housing and scratched screen. During functional testing, the reported complaint was duplicated. A fluid filled cassette was attached to the pump and testing could not be completed due to air in line alarm displaying. Procedure was used to test the back-up capacitor. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. Root cause was found to be the air detector. Air detector was replaced.